Manufacturer narrative:
UDI: (B)(4). The lot number was unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep in (B)(6) that during a shoulder instability repair procedure on (B)(6) 2021 for a superior labrum anterior and posterior injury, it was observed that one of the sutures on the gryphon p br ds anchor w/oc device snapped while tying. Another like device was used to complete the procedure with a delay of 20 minutes. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information received, it was reported that during bankart repair he use the same gryphon anchor again since prefer the material over titanium. He successfully inserting two unit of gryphon anchor without any pull out. But during one of the knots tying part, one of the sutures snapped (as per pic). He manage to use another suture from the anchor to complete the knot tying since it preloaded with 2 sutures. The complaint device is still implanted in the patient, therefore unavailable for a physical evaluation. Upon visual inspection of the photo, visual observation revealed that the suture was broken and frayed. Given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. The photo provide enough evidence to confirm root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. Based on the condition of the suture received, the possible root cause could be that the user used snaps or other instrument to pull the white suture without wrapping the suture around the snaps creates a stress point on the suture, resulting in breaking it. Moreover, excessive tension on the white suture or excessive counter tension on the graft could have resulted in fraying and cutting the suture. The root cause can be a combination of the above-mentioned issues. As per IFU 109363 apply tension (normal force) on suture lengths. Excessive force may overload the anchor or suture. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitkek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.